Event description:
The hospital reported that during the procedure the device broke. No harm to the patient reported, second device used to complete the procedure. Small delay reported.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.